Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("persistent bleeding/ abnormal bleeding / excessive bleeding") in a (B)(6) year-old female patient who had essure (batch no. 58565) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida I, miscarriage (spontaneous abortion without mention of complication) in (B)(6), oligomenorrhea (chronic, probable variant of polycystic ovarian disease in (B)(6) 1991), dermal cyst, cyst, sprain of medial collateral ligament of knee (left knee) in 2009, mononucleosis in 1988 and seborrheic dermatitis in 1988. No fever, patient denies lower pelvic pain or pressure. Previously administered products included for pregnancy prevention: birth control pills from 1990 to 2009. Concurrent conditions included condom, body mass index normal, nulliparous, shortness of breath, plantar fasciitis, foot pain, sensorineural hearing loss, nonsmoker, alcoholic (had 5 drink(s) per week (rare)), hip surgery (musculoskeletal disease), vaginal yeast infection, vaginal discharge, fatigue, general body pain, throat irritation, cellulitis, panic attack, back pain, irregular menstrual cycle and spotting menstrual. Family history included cardiovascular disease, unspecified (paternal grandmother), diabetes (maternal grandmother), hypertension (father), endocrine disorder (mother) and gastro-intestinal disorder nos (diverticulitis) mother). Concomitant products included augmentin, ibuprofen and oxycocet (percocet). On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood swings ("mood swings"), irritability ("irritability"), depression ("depression"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), swelling face ("swollen face"), vaginal infection ("vaginal infection"), anxiety ("anxiety"), skin disorder ("skin conditions"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("hypersensitivity reaction") with eye allergy, skin exfoliation and pruritus and abdominal pain lower ("severe constant lower right abdomen pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, mood swings, irritability, depression, vaginal haemorrhage, menorrhagia, hypersensitivity, swelling face, vaginal infection, anxiety, skin disorder, dysmenorrhoea, dyspareunia, weight increased and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, anxiety, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, hypersensitivity, irritability, menorrhagia, mood swings, pelvic pain, skin disorder, swelling face, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: patient need for additional surgery. She tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.9 kg/sqm. Human chorionic gonadotropin - on (B)(6) 2012: negative. On (B)(6) 2016 patient had pathology report resulted in the right fallopian tube is dusky 6.2 cm long by 0.7 cm in diameter, with a fimbriated tip and essure coil in the lumen of the isthmus. The left fallopian tube is dusky,5.1 x 0.7 cm, with a fimbriated tip and essure coil in the lumen of the. Diagnosis: benign cervical/ endocervical mucosa, benign secretory endometrium, subserosal leiomyoma. On (B)(6) 2012 patient had hysterosalpingogram test resulted in bilateral blocked fallopian tubes. No other form of birth control indicated. Most recent follow-up information incorporated above includes: on 23-jan-2018: patient historical and concomitant condition added, concomitant drug added, reporter added, lot number received, event added as follows mood swings, irritability, depression, menorrhagia, vaginal bleeding, swollen face, eyes problem, skin peeling, vaginal infection, anxiety, skin conditions, dysmenorrhea, dyspareunia, weight gain, severe constant lower right abdomen pain. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("persistent bleeding/ abnormal bleeding / excessive bleeding") and disability ("I have got 60-40 disability up to 6 weeks") in a 41-year-old female patient who had essure (batch no. 58565) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida I, miscarriage (spontaneous abortion without mention of complication) in 2009, oligomenorrhea (chronic, probable variant of polycystic ovarian disease in (B)(6) 1991), dermal cyst, cyst, sprain of medial collateral ligament of knee (left knee) in 2009, mononucleosis in 1988 and seborrheic dermatitis in 1988. No fever, patient denies lower pelvic pain or pressure. Previously administered products included for pregnancy prevention: birth control pills from 1990 to 2009. Concurrent conditions included female condom, body mass index normal, nulliparous, shortness of breath, plantar fasciitis, foot pain, sensorineural hearing loss, nonsmoker, alcoholic (had 5 drink(s) per week (rare)), hip surgery (musculoskeletal disease), vaginal yeast infection, vaginal discharge, fatigue, general body pain, throat irritation, cellulitis, panic attack, back pain, irregular menstrual cycle and spotting menstrual. Family history included cardiovascular disease, unspecified (paternal grandmother), diabetes (maternal grandmother), hypertension (father), endocrine disorder (mother) and gastro-intestinal disorder nos (diverticulitis) mother). Concomitant products included augmentin, ibuprofen and oxycocet (percocet). On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood swings ("mood swings"), irritability ("irritability"), depression ("depression"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia/ I had heavy periods"), swelling face ("swollen face"), vaginal infection ("vaginal infection"), anxiety ("anxiety/ anxiety due to essure"), skin disorder ("skin conditions/ I felt my skin issues due to essure"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), disability (seriousness criterion disability), hypersensitivity ("hypersensitivity reaction") with eye allergy, skin exfoliation and pruritus, abdominal pain lower ("severe constant lower right abdomen pain"), pelvic discomfort ("I¿d felt the coil on the right ever since I had it put in") and uterine leiomyoma ("I had one fibroid when he removed them"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, swelling face, skin disorder and abdominal pain lower had resolved and the disability, mood swings, irritability, depression, vaginal haemorrhage, menorrhagia, hypersensitivity, vaginal infection, anxiety, dysmenorrhoea, dyspareunia, weight increased, pelvic discomfort and uterine leiomyoma outcome was unknown. The reporter considered abdominal pain lower, anxiety, depression, disability, dysmenorrhoea, dyspareunia, genital haemorrhage, hypersensitivity, irritability, menorrhagia, mood swings, pelvic discomfort, pelvic pain, skin disorder, swelling face, uterine leiomyoma, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: patient need for additional surgery. She tolerated the procedure well. Physician initially suggested just taking the tubes out, then because essure sometimes leaves pet fibers he took the uterus and everything else just so there was no future issues. Physician left ovaries, so patient do not have a period, but she was not going into menopause. She had hysterectomy, salpingectomy, leaving ovaries. Patient had one fibroid when physician removed them (essure), everything else was normal and came out in a one piece, pathology was normal. Patient had got 60/40 disablility up to 6 weeks (unspecified). Current weight 200 lbs. Approximate weight at the time of essure placement 154lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.9 kg/sqm. Human chorionic gonadotropin - on (B)(6) 2012: negative on (B)(6) 2016 patient had pathology report resulted in the right fallopian tube is dusky 6.2 cm long by 0.7 cm in diameter, with a fimbriated tip and essure coil in the lumen of the isthmus. The left fallopian tube is dusky,5.1 x 0.7 cm, with a fimbriated tip and essure coil in the lumen of the. Diagnosis: benign cervical/endocervical mucosa, benign secretory endometrium, subserosal leiomyoma. On (B)(6) 2012 patient had hysterosalpingogram test resulted in bilateral blocked fallopian tubes. No other form of birth control indicated. Concerning the injuries reported in this case, the following one was reported via social media: I had heavy periods (menorrhagia), I felt my skin issues due to essure (skin disorder), anxiety due to essure (anxiety), I¿d felt the coil on the right ever since I had it put in (pelvic discomfort), I had one fibroid when he removed them (uterine leiomyoma) and I have got 60-40 disability up to 6 weeks (disability). Most recent follow-up information incorporated above includes: on 20-apr-2018: pfs received:events facial swelling,skin disorder,excessive bleeding,cramping,pain outcome added as recovered. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("persistent bleeding/ abnormal bleeding / excessive bleeding") and disability ("I have got 60-40 disability up to 6 weeks") in a (B)(6) year-old female patient who had essure (batch no. 58565) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida I, miscarriage (spontaneous abortion without mention of complication) in 2009, oligomenorrhea (chronic, probable variant of polycystic ovarian disease in (B)(6) 1991), dermal cyst, cyst, sprain of medial collateral ligament of knee (left knee) in 2009, mononucleosis in 1988 and seborrheic dermatitis in 1988. No fever, patient denies lower pelvic pain or pressure. Previously administered products included for pregnancy prevention: birth control pills from 1990 to 2009. Concurrent conditions included condom, body mass index normal, nulliparous, shortness of breath, plantar fasciitis, foot pain, sensorineural hearing loss, nonsmoker, alcoholic (had 5 drink(s) per week (rare)), hip surgery (musculoskeletal disease), vaginal yeast infection, vaginal discharge, fatigue, general body pain, throat irritation, cellulitis, panic attack, back pain, irregular menstrual cycle and spotting menstrual. Family history included cardiovascular disease, unspecified (paternal grandmother), diabetes (maternal grandmother), hypertension (father), endocrine disorder (mother) and gastro-intestinal disorder nos (diverticulitis) mother). Concomitant products included augmentin, ibuprofen and oxycocet (percocet). On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood swings ("mood swings"), irritability ("irritability"), depression ("depression"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia/ I had heavy periods"), swelling face ("swollen face"), vaginal infection ("vaginal infection"), anxiety ("anxiety/ anxiety due to essure"), skin disorder ("skin conditions/ I felt my skin issues due to essure"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("hypersensitivity reaction") with eye allergy, skin exfoliation and pruritus, abdominal pain lower ("severe constant lower right abdomen pain"), pelvic discomfort ("I¿d felt the coil on the right ever since I had it put in"), uterine leiomyoma ("I had one fibroid when he removed them") and disability (seriousness criterion disability). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, mood swings, irritability, depression, vaginal haemorrhage, menorrhagia, hypersensitivity, swelling face, vaginal infection, anxiety, skin disorder, dysmenorrhoea, dyspareunia, weight increased, abdominal pain lower, pelvic discomfort, uterine leiomyoma and disability outcome was unknown. The reporter considered abdominal pain lower, anxiety, depression, disability, dysmenorrhoea, dyspareunia, genital haemorrhage, hypersensitivity, irritability, menorrhagia, mood swings, pelvic discomfort, pelvic pain, skin disorder, swelling face, uterine leiomyoma, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: patient need for additional surgery. She tolerated the procedure well. Physician initially suggested just taking the tubes out, then because essure sometimes leaves pet fibers he took the uterus and everything else just so there was no future issues. Physician left ovaries, so patient do not have a period, but she was not going into menopause. She had hysterectomy, salpingectomy, leaving ovaries. Patient had one fibroid when physician removed them (essure), everything else was normal and came out in a one piece, pathology was normal. Patient had got 60/40 disablility up to 6 weeks (unspecified). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.9 kg/sqm. Human chorionic gonadotropin - on (B)(6) 2012: negative on (B)(6) 2016 patient had pathology report resulted in the right fallopian tube is dusky 6.2 cm long by 0.7 cm in diameter, with a fimbriated tip and essure coil in the lumen of the isthmus. The left fallopian tube is dusky,5.1 x 0.7 cm, with a fimbriated tip and essure coil in the lumen of the. Diagnosis: benign cervical/endocervical mucosa, benign secretory endometrium, subserosal leiomyoma. On (B)(6) 2012 patient had hysterosalpingogram test resulted in bilateral blocked fallopian tubes. No other form of birth control indicated. Concerning the injuries reported in this case, the following one was reported via social media: I had heavy periods (menorrhagia), I felt my skin issues due to essure (skin disorder), anxiety due to essure (anxiety), I¿d felt the coil on the right ever since I had it put in (pelvic discomfort), I had one fibroid when he removed them (uterine leiomyoma) and I have got 60-40 disability up to 6 weeks (disability). Most recent follow-up information incorporated above includes: on 24-jan-2018: information received from social media. Reporter information added. Event I had heavy periods, I felt my skin issues due to essure, anxiety due to essure were clubbed with previously reported events. Events I¿d felt the coil on the right ever since I had it put in, I had one fibroid when he removed them, I have got 60-40 disability up to 6 weeks were newly added. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and disability ('I have got 60-40 disability up to 6 weeks') in a 41-year-old female patient who had essure (batch no. 58565-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included miscarriage (spontaneous abortion without mention of complication) in 2009, sprain of medial collateral ligament of knee (left knee) in 2009, mononucleosis in 1988, seborrheic dermatitis in 1988, gravida I, oligomenorrhea (chronic, probable variant of polycystic ovarian disease in (B)(6) 1991), dermal cyst and cyst. No fever, patient denies lower pelvic pain or pressure. Previously administered products included for pregnancy prevention: birth control pills from 1990 to 2009. Concurrent conditions included female condom, body mass index normal, nulliparous, shortness of breath, plantar fasciitis, foot pain, sensorineural hearing loss, nonsmoker, alcoholic (had 5 drink(s) per week (rare)), hip surgery (musculoskeletal disease), vaginal yeast infection, vaginal discharge, fatigue, general body pain, throat irritation, cellulitis, panic attack, back pain, irregular menstrual cycle and spotting menstrual. Family history included cardiovascular disease, unspecified (paternal grandmother), diabetes (maternal grandmother), hypertension (father), endocrine disorder (mother) and gastro-intestinal disorder nos (diverticulitis) mother). Concomitant products included since 2015, amoxicillin;clavulanic acid (augmentin), bupropion since 2015, ibuprofen and oxycodone hydrochloride;paracetamol (percocet). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood swings ("mood swings"), irritability ("irritability"), depression ("depression"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia/ I had heavy periods"), swelling face ("swollen face"), vaginal infection ("vaginal infection"), anxiety ("anxiety/ anxiety due to essure"), skin disorder ("skin conditions/ I felt my skin issues due to essure"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage ("persistent bleeding/ abnormal bleeding / excessive bleeding"), disability (seriousness criterion disability), hypersensitivity ("hypersensitivity reaction") with eye allergy, skin exfoliation and pruritus, abdominal pain lower ("severe constant lower right abdomen pain"), pelvic discomfort ("I¿d felt the coil on the right ever since I had it put in"), vulvovaginal mycotic infection ("yeast infection") and post procedural haemorrhage ("bled a bit after surgery") and was found to have uterine leiomyoma ("I had one fibroid when he removed them/one fibroid"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, swelling face, skin disorder and abdominal pain lower had resolved and the disability, mood swings, irritability, depression, vaginal haemorrhage, menorrhagia, hypersensitivity, vaginal infection, anxiety, dysmenorrhoea, dyspareunia, weight increased, pelvic discomfort, uterine leiomyoma, vulvovaginal mycotic infection and post procedural haemorrhage outcome was unknown. The reporter considered abdominal pain lower, anxiety, depression, disability, dysmenorrhoea, dyspareunia, genital haemorrhage, hypersensitivity, irritability, menorrhagia, mood swings, pelvic discomfort, pelvic pain, post procedural haemorrhage, skin disorder, swelling face, uterine leiomyoma, vaginal haemorrhage, vaginal infection, vulvovaginal mycotic infection and weight increased to be related to essure. No further causality assessment were provided for the product. The reporter commented: patient need for additional surgery. She tolerated the procedure well. Physician initially suggested just taking the tubes out, then because essure sometimes leaves pet fibers he took the uterus and everything else just so there was no future issues. Physician left ovaries, so patient do not have a period, but she was not going into menopause. She had hysterectomy, salpingectomy, leaving ovaries. Patient had one fibroid when physician removed them (essure), everything else was normal and came out in a one piece, pathology was normal. Patient had got 60/40 disablility up to 6 weeks (unspecified). Current weight 200 lbs. Approximate weight at the time of essure placement 154lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.9 kg/sqm. Human chorionic gonadotropin - on (B)(6) 2012: results: negative. On (B)(6) 2016 patient had pathology report resulted in the right fallopian tube is dusky 6.2 cm long by 0.7 cm in diameter, with a fimbriated tip and essure coil in the lumen of the isthmus. The left fallopian tube is dusky,5.1 x 0.7 cm, with a fimbriated tip and essure coil in the lumen of the. Diagnosis: benign cervical/endocervical mucosa, benign secretory endometrium, subserosal leiomyoma. On (B)(6) 2012 patient had hysterosalpingogram test resulted in bilateral blocked fallopian tubes. No other form of birth control indicated. Concerning the injuries reported in this case, the following one was reported via social media: I had heavy periods (menorrhagia), I felt my skin issues due to essure (skin disorder), anxiety due to essure (anxiety), I¿d felt the coil on the right ever since I had it put in (pelvic discomfort), I had one fibroid when he removed them (uterine leiomyoma) and I have got 60-40 disability up to 6 weeks (disability). The lot number (58565) is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and disability ('I have got 60-40 disability up to 6 weeks') in a 41-year-old female patient who had essure (batch no. 58565-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included miscarriage (spontaneous abortion without mention of complication) in 2009, sprain of medial collateral ligament of knee (left knee) in 2009, mononucleosis in 1988, seborrheic dermatitis in 1988, gravida I, oligomenorrhea (chronic, probable variant of polycystic ovarian disease in (B)(6) 1991), dermal cyst and cyst. No fever, patient denies lower pelvic pain or pressure. Previously administered products included for pregnancy prevention: birth control pills from 1990 to 2009. Concurrent conditions included female condom, body mass index normal, nulliparous, shortness of breath, plantar fasciitis, foot pain, sensorineural hearing loss, nonsmoker, alcoholic (had 5 drink(s) per week (rare)), hip surgery (musculoskeletal disease), vaginal yeast infection, vaginal discharge, fatigue, general body pain, throat irritation, cellulitis, panic attack, back pain, irregular menstrual cycle and spotting menstrual. Family history included cardiovascular disease, unspecified (paternal grandmother), diabetes (maternal grandmother), hypertension (father), endocrine disorder (mother) and gastro-intestinal disorder nos (diverticulitis) mother). Concomitant products included since 2015, amoxicillin;clavulanic acid (augmentin), bupropion since 2015, ibuprofen and oxycodone hydrochloride;paracetamol (percocet). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood swings ("mood swings"), irritability ("irritability"), depression ("depression"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia/ I had heavy periods"), swelling face ("swollen face"), vaginal infection ("vaginal infection"), anxiety ("anxiety/ anxiety due to essure"), skin disorder ("skin conditions/ I felt my skin issues due to essure"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage ("persistent bleeding/ abnormal bleeding / excessive bleeding"), disability (seriousness criterion disability), hypersensitivity ("hypersensitivity reaction") with eye allergy, skin exfoliation and pruritus, abdominal pain lower ("severe constant lower right abdomen pain"), pelvic discomfort ("I¿d felt the coil on the right ever since I had it put in"), vulvovaginal mycotic infection ("yeast infection") and post procedural haemorrhage ("bled a bit after surgery") and was found to have uterine leiomyoma ("I had one fibroid when he removed them/one fibroid"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, swelling face, skin disorder and abdominal pain lower had resolved and the disability, mood swings, irritability, depression, vaginal haemorrhage, menorrhagia, hypersensitivity, vaginal infection, anxiety, dysmenorrhoea, dyspareunia, weight increased, pelvic discomfort, uterine leiomyoma, vulvovaginal mycotic infection and post procedural haemorrhage outcome was unknown. The reporter considered abdominal pain lower, anxiety, depression, disability, dysmenorrhoea, dyspareunia, genital haemorrhage, hypersensitivity, irritability, menorrhagia, mood swings, pelvic discomfort, pelvic pain, post procedural haemorrhage, skin disorder, swelling face, uterine leiomyoma, vaginal haemorrhage, vaginal infection, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: patient need for additional surgery. She tolerated the procedure well. Physician initially suggested just taking the tubes out, then because essure sometimes leaves pet fibers he took the uterus and everything else just so there was no future issues. Physician left ovaries, so patient do not have a period, but she was not going into menopause. She had hysterectomy, salpingectomy, leaving ovaries. Patient had one fibroid when physician removed them (essure), everything else was normal and came out in a one piece, pathology was normal. Patient had got 60/40 disablility up to 6 weeks (unspecified). Current weight 200 lbs. Approximate weight at the time of essure placement 154lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.9 kg/sqm. Human chorionic gonadotropin - on (B)(6) 2012: results: negative. On (B)(6) 2016 patient had pathology report resulted in the right fallopian tube is dusky 6.2 cm long by 0.7 cm in diameter, with a fimbriated tip and essure coil in the lumen of the isthmus. The left fallopian tube is dusky,5.1 x 0.7 cm, with a fimbriated tip and essure coil in the lumen of the. Diagnosis: benign cervical/endocervical mucosa, benign secretory endometrium, subserosal leiomyoma. On (B)(6) 2012 patient had hysterosalpingogram test resulted in bilateral blocked fallopian tubes. No other form of birth control indicated. Concerning the injuries reported in this case, the following one was reported via social media: I had heavy periods (menorrhagia), I felt my skin issues due to essure (skin disorder), anxiety due to essure (anxiety), I¿d felt the coil on the right ever since I had it put in (pelvic discomfort), I had one fibroid when he removed them (uterine leiomyoma) and I have got 60-40 disability up to 6 weeks (disability). The lot number (58565) is not valid. Most recent follow-up information incorporated above includes: on 15-apr-2020: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and disability ('I have got 60-40 disability up to 6 weeks') in a 41-year-old female patient who had essure (batch no. 58565) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included miscarriage (spontaneous abortion without mention of complication) in 2009, sprain of medial collateral ligament of knee (left knee) in 2009, mononucleosis in 1988, seborrheic dermatitis in 1988, gravida I, oligomenorrhea (chronic, probable variant of polycystic ovarian disease in (B)(6) 1991), dermal cyst and cyst. No fever, patient denies lower pelvic pain or pressure. Previously administered products included for pregnancy prevention: birth control pills from 1990 to 2009. Concurrent conditions included female condom, body mass index normal, nulliparous, shortness of breath, plantar fasciitis, foot pain, sensorineural hearing loss, nonsmoker, alcoholic (had 5 drink(s) per week (rare)), hip surgery (musculoskeletal disease), vaginal yeast infection, vaginal discharge, fatigue, general body pain, throat irritation, cellulitis, panic attack, back pain, irregular menstrual cycle and spotting menstrual. Family history included cardiovascular disease, unspecified (paternal grandmother), diabetes (maternal grandmother), hypertension (father), endocrine disorder (mother) and gastro-intestinal disorder nos (diverticulitis) mother). Concomitant products included since 2015, amoxicillin;clavulanic acid (augmentin), bupropion since 2015, ibuprofen and oxycodone hydrochloride;paracetamol (percocet). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood swings ("mood swings"), irritability ("irritability"), depression ("depression"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia/ I had heavy periods"), swelling face ("swollen face"), vaginal infection ("vaginal infection"), anxiety ("anxiety/ anxiety due to essure"), skin disorder ("skin conditions/ I felt my skin issues due to essure"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage ("persistent bleeding/ abnormal bleeding / excessive bleeding"), disability (seriousness criterion disability), hypersensitivity ("hypersensitivity reaction") with eye allergy, skin exfoliation and pruritus, abdominal pain lower ("severe constant lower right abdomen pain"), pelvic discomfort ("I¿d felt the coil on the right ever since I had it put in"), vulvovaginal mycotic infection ("yeast infection") and post procedural haemorrhage ("bled a bit after surgery") and was found to have uterine leiomyoma ("I had one fibroid when he removed them/one fibroid"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, swelling face, skin disorder and abdominal pain lower had resolved and the disability, mood swings, irritability, depression, vaginal haemorrhage, menorrhagia, hypersensitivity, vaginal infection, anxiety, dysmenorrhoea, dyspareunia, weight increased, pelvic discomfort, uterine leiomyoma, vulvovaginal mycotic infection and post procedural haemorrhage outcome was unknown. The reporter considered abdominal pain lower, anxiety, depression, disability, dysmenorrhoea, dyspareunia, genital haemorrhage, hypersensitivity, irritability, menorrhagia, mood swings, pelvic discomfort, pelvic pain, post procedural haemorrhage, skin disorder, swelling face, uterine leiomyoma, vaginal haemorrhage, vaginal infection, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: patient need for additional surgery. She tolerated the procedure well. Physician initially suggested just taking the tubes out, then because essure sometimes leaves pet fibers he took the uterus and everything else just so there was no future issues. Physician left ovaries, so patient do not have a period, but she was not going into menopause. She had hysterectomy, salpingectomy, leaving ovaries. Patient had one fibroid when physician removed them (essure), everything else was normal and came out in a one piece, pathology was normal. Patient had got 60/40 disablility up to 6 weeks (unspecified). Current weight 200 lbs. Approximate weight at the time of essure placement 154lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.9 kg/sqm. Human chorionic gonadotropin - on (B)(6) 2012: results: negative. On (B)(6) 2016 patient had pathology report resulted in the right fallopian tube is dusky 6.2 cm long by 0.7 cm in diameter, with a fimbriated tip and essure coil in the lumen of the isthmus. The left fallopian tube is dusky,5.1 x 0.7 cm, with a fimbriated tip and essure coil in the lumen of the. Diagnosis: benign cervical/endocervical mucosa, benign secretory endometrium, subserosal leiomyoma. On (B)(6) 2012 patient had hysterosalpingogram test resulted in bilateral blocked fallopian tubes. No other form of birth control indicated. Concerning the injuries reported in this case, the following one was reported via social media: I had heavy periods (menorrhagia), I felt my skin issues due to essure (skin disorder), anxiety due to essure (anxiety), I¿d felt the coil on the right ever since I had it put in (pelvic discomfort), I had one fibroid when he removed them (uterine leiomyoma) and I have got 60-40 disability up to 6 weeks (disability). Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. Event added- yeast infection and bled a bit after surgery. Event of genital hemorrhage downgraded to non-serious. Reporter information were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("persistent bleeding") in a female patient who had essure inserted. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. The reporter commented: patient need for additional surgery. Company causality comment. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.